Event description:
On may 29th, the user contacted dario to report inconsistent blood glucose (bg) readings. The user reported receiving from her dario meter inconsistent bg readings a day or two after opening a new cartridge of strips. The user also reported receiving a bg reading of 165 mg/dl with one cartridge of strips, followed by a bg reading of 83 mg/dl one minute later, using a different cartridge of strips. The user mentioned that this occured with multiple strips cartridges and therefore the user stated that she discarded the strips.

Manufacturer narrative:
While on the phone with dario's representative, the user reported that she opened a new test strip cartridge, tested her fasting bg using her dario meter and received a reading of 120 mg/dl, which the user stated is high for her. During this call, it was determined that the user was storing her cartridge of strips in the bathroom. Dario's user guide states in the section of general precautions: "do not store the meter or test strips in an area where the humidity is outside of the range 10-90%, such as a bathroom or kitchen." In addition, it was also determined that the user was using alcohol/ wipes before testing. Dario's user guide states in the section factors that interfere with blood glucose testing: "alcohol can affect test results". Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.